Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the preparation, outside of the patient, as the device was backloaded onto the guide wire the guide catheter detached from the delivery system. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the preparation, outside of the patient, as the device was backloaded onto the guide wire the guide catheter detached from the delivery system. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was separated from the pullwire/cannula with stent loaded on the guide catheter. No damage was observed on the stent or the push catheter. A functional evaluation revealed a 0.035" guidewire could exit the ramp window with minimum resistance. The handle assembly functioned the guide catheter smoothly. No damage was observed on the welded cannula joint, the pullwire, or on the separated guide catheter. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description, product analysis and additional notes do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications.